Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient¿s battery/device was not working. It was noted this was the patient¿s second one, and that the patient thought it was the one implanted in (B)(6) 2015. It was noted they could not make any adjustments to help the patient control their bladder, and that they tried all four programs. It was reported that the patient¿s doctor was no longer there and that the patient would contact a manufacturer representative to see where they should go.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.